Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) experienced a connection issue regarding a pd transfer set. The issue was further described as the titanium adapter separated from the patient connector at the patient's home after the transfer set had been changed. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h13e10052 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device is reported to be available but has not been received at this time. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device has been received at this time; evaluation anticipated but not yet begun. The reporter stated that after the event, the titanium adaptor involved was still in use with no problems. Evaluation summary: visual inspection identified a damaged patient connector. Leak, clear passage, clamp function, and integrity of seal surface testing were performed with no issues noted. Although a damaged component was identified, the reported connection issue could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.